Event description:
The affiliate reported: the device was implanted via v-p shunt at 80mmh2o on (B)(6) 2013. At the beginning of (B)(6) 2013, it was noted that the patient's ventricles of the brain became larger. Therefore, the revision surgery was conducted on (B)(6), 2014 at 30mmh2o. The device was replaced to 82-3842 at 60mmh2o. The patient condition has been improved after revision. So, the surgeon suspects the valve had a problem even though the fluid flow was confirmed before the revision.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at 30mmh2o. The valve was visually inspected, and a needle hole in the needle chamber was noted. The valve was irrigated with purified water; no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusions were noted. The valve was dried. The valve was reflux tested and passed the test. The valve was tested for programming and failed the test. During the programming process the cam mechanism did not move. The valve was pressure tested at 30mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. A review of the history device records confirmed the valve conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.